Event description:
It was reported that the patient deceased due to acute respiratory failure, chronic renal failure, congestive heart failure, pneumonia and atrial fibrillation. There is no known allegation from a health professional that suggest the death was related to the device.

Manufacturer narrative:
Analysis was normal. No anomalies were found.